Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The power was turned on and video was checked, but there was no abnormality. Continuous energization test was carried out, but there was no abnormality. The power supply on/off was repeatedly performed, but there was no abnormality. Since the phenomenon occurred when using a high-frequency output device, it was presumed that noise was generated from the high-frequency device. Since the generation of image noise with non-olympus high-frequency device is described in the instruction manual, omsc judged that the reported phenomenon was due to handling.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the endoscopic submucosal dissection, the endoscopic image could not be visually recognized due to noise when outputting with vio (amco). Because the image returned to normal when the output was completed, the procedure was completed and there was no effect on the patient. The subject device was used in combination with cv-1500.